Event description:
Terumo received the following reported information: the angio-seal device was used for hemostasis during evt of the sfa. After using a parent sheath (6 fr, medikit) via an ipsilateral puncture, a guidewire was replaced with an accessory guidewire. The assembly was then inserted into the artery; however, it could not be inserted into the point where backflow of blood was to be observed as the tip of the assembly was caught. The assembly was withdrawn, and the procedural sheath was inserted to confirm the site by angiography. As no issues were identified, the device was replaced with another angio-seal device from a different lot to continue the hemostasis. The second device could be inserted and hemostasis was successfully achieved. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel¿s diameter was 6 mm. There was slight calcification in the vessel.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, arteriotomy locator, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated. The distal tip of the locator was found to have been damaged. The distal tip of the sheath was inspected and found to have been deformed. No other damage or issue were noted. The sheath and locator were returned fully mated. The distal tip of the sheath was inspected and was found to have been deformed. An investigation was previously requested from the manufacturing facility due to deformation at the distal tip. The investigation was performed, and a corrective and preventative action was opened for further investigation. As a result, the complaint was confirmed for a sheath deformation. The exact root cause could not be determined. Review of device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition.